Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed stretched helix. This type of damage is consistent with repeated stress over time. The reported deformed helix tip is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this lead was attempted but unsuccessful implant due to unknown reason. This lead was never in service. No adverse patient effects were reported. Lead analysis revealed a stretched and deformed helix tip.